Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer experienced an elevated blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. Customer delivered a correction bolus, and administered a manual injection of insulin to address the high bg. Reportedly, the customer changed the infusion set and cartridge to address the occlusion prior to the report with tandem technical support, therefore, troubleshooting could not be performed to identify a cause.